Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and it was noted by production personnel that attachment is getting hot. The test was stopped to avoid more damage or injury. Quality personnel then investigated the attachment. The attachment maximum temperature after 30 seconds of free run with coolant spray off was 37.4 c. This temperature exceeded temperature requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Minor debris was noted inside the head and cap cavities and inner components. All components appeared to be dry and slightly corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event, a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.